Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 500 to 560mg/dl and diabetic ketoacidosis. The customer also indicated that the pump alarmed no delivery. Customer indicated that they had symptoms such as dehydration and treated with an IV drip. Customer indicated that the cannula was bent. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Troubleshooting advised the customer on the possible reason for the no delivery alarm and customer indicated that the issue was resolved by a complete set change.